Event description:
It was reported that the leads migrated and the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and programming was fine postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4); model: sc-2218-50; serial: (B)(4); batch: 7077592.